Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: it is assumed that the e224 error (camera head communication error) occurred due to a communication failure caused by a cable malfunction. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited an e224 error (camera head communication error code). There was no patient involvement.